Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had power error detected. The customer¿s blood glucose was unknown. Customer stated that they did not had access to the insulin pump and they was on the way to work. The device will not be returned for analysis.